Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. When the handpiece was plugged into the motor drive unit it wouldn't rotate. Another like device was used. There was no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. The blade rotated and extended without issue during functional inspection.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.